Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed to recognize air in line during test" was not reproduced. The device was sent to flow lines for an upstream air test and passed with no discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. However, ultrasonic sensor required to be replaced during repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.